Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during a normal pulse generator changeout for battery depletion, this chronic left ventricular lead was noted to display high pacing impedances greater than 2000 ohms in any configuration involving the tip electrode. High pacing thresholds were also observed, however no other lead anomalies were noted. As a new left ventricular lead could not be placed, the physician elected to continue to use this lead in the right to rv coil configuration, which displayed acceptable impedance levels. No adverse patient effects were reported.